Event description:
It was reported that the procedure was to treat a perforation of the proximal left anterior descending (lad) artery. An otw graftmaster was being used to treat a perforation caused by an unknown device. The perforation was reduced, but not fully sealed and a dissection occurred into the left main artery. Due to the dissection in the left main, the circumflex/lad became occluded. The patient was transferred for emergency open heart surgery. Post procedure, the patient remained on life support and was taken off of life support on (B)(6) 2014 per the request of the family and the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. The reported patient effects of dissection, occlusion and death, as listed in the over the wire (otw) graftmaster instructions for use (IFU) are known patient effects that may be associated with the use of the otw graftmaster in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).